Event description:
It was reported that during a neck dissection procedure, the device got extremely hot and faulted into error code 5. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.